Event description:
A malfunction was reported on a customer's pump, and it occurred again despite resetting the pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.